Event description:
HEALTHCARE PROFESSIONAL REPORTED "EXCHANGE WITH NO COMPLAINT AGAINST THE DEVICE" AND "THIN SKIN". HEALTHCARE PROFESSIONAL LATER REPORTED "RUPTURE". THIS RECORD IS FOR THE LEFT SIDE. THE DEVICE REMAINS IMPLANTED.

Manufacturer narrative:
A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: RUPTURE.

Event description:
Healthcare professional reported "exchange with no complaint against the device" and "thin skin". Healthcare professional later reported "rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
ADDITIONAL, CHANGED, AND/OR CORRECTED DATA: B.5., D.6B., H.6.

Event description:
HEALTHCARE PROFESSIONAL REPORTED "EXCHANGE WITH NO COMPLAINT AGAINST THE DEVICE" AND "THIN SKIN". HEALTHCARE PROFESSIONAL LATER REPORTED "RUPTURE". THIS RECORD IS FOR THE LEFT SIDE. THE DEVICE WAS EXPLANTED.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: D9, H3, H6.Device Evaluation:Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required:¿ Rupture: Not observed through visual inspection.None of the other observations performed during the device analysis Deformation, Creases and Wear Abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.